Manufacturer narrative:
Additional information was added to b5, h6 and h11. B5: additional information was received stating the customer ¿received an open box, in good condition with no damage or signs of mishandling, of which 16 units had crushed packaging (no air inside), no openings or additional damage¿. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During the batch review, a visual inspection of the retention samples of the reported lot was carried out. As a result, the packaging was in good condition and no perforations, openings or wrinkled foil were identified. The samples meet the quality specifications established for the product. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty (30) minicaps were damaged; further described as "units without air". This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.